Event description:
During a radiosurgical procedure, the radiation dose was partially delivered to an incorrect area of the brain. When preparing for the MRI scan, before the sterotactic treatment planning session, the mr indicator box was rotated 180 degrees (front to back rotation), and, as a result of the erroneous orientation, the box was incorrectly attached to the frame. The labels on the mr indicator box and the guide pins assure that the box cannot be mechanically attached to the frame correctly when the box is oriented incorrectly. As a result of incorrect box orientation and the box guide pins not being properly seated into the frame, a corrupt MRI study was performed and imported into the treatment planning system. As a result of the corrupt images, the treatment planning system presented the reconstructed images inverted. Treatment planning proceeded with corrupt data and therapy was partially delivered. Elekta has been informed by the hospital that the pt showed no sign of injury. Pt was re-imaged, treatment was replanned and carried out without incident.